Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced dense adhesions mesh adherent to underlying parietal peritoneal wall, to omentum and small intestine, severe abdominal pain, chronic recurrent pain, and small bowel obstruction. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
Review of medical records, for this implant date, reveals that an additional mesh was not implanted.

Event description:
Review of medical records reveals this mesh was not implanted.